Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise oversensing in the form of electromagnetic interference (emi) was noted on electrograms (egm) during atrial tachycardia/atrial fibrillation (at/af) episodes. Several occurrences had been captured over various days at various times. Patient activity at the time of the episodes was unknown. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.